Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 319mg/dl. The customer's most current level was 183mg/dl. The customer treated with bolus. Troubleshoot was conducted. The customer states there is a bubble present in the reservoir, but they were about to change it out. The customer declined to complete troubleshoot and states they would finish with their trainer. No further assistance provided at this time.